Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer was unable to receive a glucose reading via sensor scan on her adc freestyle libre because an error message was displayed. The customer became "aggressive", "unable to respond to any questions", and "not talking". The customer subsequently lost consciousness. Paramedics were called and the caregiver further reported that the customer's blood glucose level "dropped down to 30 mg/dl" (unspecified device). The caregiver tried to administer glucose tablets, but was "not able to get her glucose up". The customer was diagnosed with hypoglycemia and the paramedics administered "something" (unspecified treatment). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported that a customer was unable to receive a glucose reading via sensor scan on her adc freestyle libre because an error message was displayed. The customer became "aggressive", "unable to respond to any questions", and "not talking". The customer subsequently lost consciousness. Paramedics were called and the caregiver further reported that the customer's blood glucose level "dropped down to 30 mg/dl" (unspecified device). The caregiver tried to administer glucose tablets, but was "not able to get her glucose up". The customer was diagnosed with hypoglycemia and the paramedics administered "something" (unspecified treatment). There was no report of death or permanent impairment associated with this event.